Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that "an elderly paced patient (born (B)(6)) with a subdural haematoma was attached to an mp5 (bed (B)(6)). On (B)(6) at 14:22, the patient died and neither the mp5 nor the piic had any alarm of the patient's condition".

Manufacturer narrative:
The analysis of the provided ECG strips and alarm overview by the philips product support engineer (pse) and the functional testing of the intellivue mp5 patient monitor by the philips field service engineer (fse) did not indicate a malfunction of the device. The investigation indicated that the respiration alarm was switched off, either manually or by using the standard profile with the "resp alarm off" setting. Device labeling adequately describes the use of profiles. This issue does not represent a product/part failure, and therefore this case will be excluded from periodic monitoring. No further investigation or action is warranted.